Manufacturer narrative:
H10: a low priority 30166 alarm was retrieved from the share source log review and could be an attribute to the reported alarm. However, without a sample to evaluate, the root cause for the alarm is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable set was reported. The device was requested but not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia automated pd set with cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown low priority (max air exceeded) alarm occurred on an amia automated pd system. This occurred during cycle two of three of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there was air in the supply line. A disconnection between the supply line of an amia automated pd set with cassette and the supply bag occurred which caused the alarm. It was further described as the ¿white clamp bag came undone¿. Renal therapy services assisted the patient to clear the alarm and removed the cassette. The patient would complete therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.